Event description:
The initial attorney report alleged explant of infected mesh, abscess, abdominal pain, wound infections and drainage. The following is based on the medical records provided by the pt's attorney. On (B)(6) 2008 - pt underwent repair of incision hernia with composix kugel. A previous mesh was identified and noted to be intact. Lysis of adhesions was performed. On (B)(6) 2009 - pt underwent exploratory laparotomy and partial removal of the composix kugel mesh. The lower portion of the mesh was noted to be "turned over" and had bile stains on it. Lysis of adhesions was performed. The top portion of the mesh was noted to be incorporated. An unspecified onlay patch was placed on top of the remaining composix kugel mesh. A fistula tract was separated and closed. On (B)(6) 2009 - pt underwent exploratory laparotomy with a small bowel resection and removal of the remaining composix kugel mesh. A enterocutaneous fistula was noted allowing a small bowel leak into the wound. Lysis of adhesions was performed. On (B)(6) 2009 - pt underwent small bowel resection and debridement of abdominal wall. Add'l unspecified mesh was visualized and removed.

Manufacturer narrative:
The device associated with this event was originally reported to the FDA as a recalled composix kugel mesh in accordance with (B)(4). Subsequently, in a re-eval of the file, davol identified that it was inadvertently reported under rae as a recalled device. Based on the product's lot number, it is not a recalled device; therefore, we are submitting this MDR based on further eval. Based on the info provided, it is unk whether the device may have caused or contributed to the reported event. The pt underwent repair of a ventral hernia with composix kugel in 2008. More than one year post implant the pt presented to the ER with a small bowel obstruction. The composix kugel mesh was noted to be "contracted" in the lower portion and was partially excised. Five days later the pt was brought back into the operating room due to a leaking bowel and fistula where the remaining composix kugel mesh was excised. The operative reports identify another mesh present however, there is no indication of the type of mesh. The medical records indicate that the pt was developed and was treated for adhesions, fistula formation and an infection. All of which are known adverse events listed in the product's instructions for use. A review of the mfg records was performed including a review of sterility records and there was no evidence of a mfg related cause for the reported event. Additionally, no sample was returned for eval. With the currently available info, no conclusion can be drawn at this time.